Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the patient¿s severely calcified native annulus, severely calcified native leaflets, and the moderately calcified aortic root may have been contributing factors for the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), prior to the tavr procedure, a pleural drainage was performed. After successful implant of a 29 mm sapien 3 valve in the aortic position, a minimal leak was observed on echo. Approximately 5 minutes later, a ventricular pericardial effusion was detected by echo. An emergency sternotomy was performed and the patient was placed in extracorporeal circulation. A heart laceration with probable rupture of the ventricular¿aortic junction was observed. After numerous attempts to place a patch, the patient expired. Nominal inflation volume was used to deploy the valve. The patient¿s native annulus measured 580 mm2. The native annulus was severely calcified, the native leaflets were severely calcified, and the aortic root was moderately calcified.